Event description:
Xcm biologic was implanted in a patient as part of an unknown surgical procedure. Approximately 9 days later, it was reported that the xcm biologic split apart, necessitating an additional surgery. It was reported that the patient was doing fine post-operatively. No additional information is available at this time.

Manufacturer narrative:
Method: lot history records reviewed. Results: no deviations were found during lot history records review that would be expected to cause or contribute to the adverse event. Additional clinical information has been requested.